Event description:
Patient reported inadequate pain coverage with soreness and inflammation at pocket site. Patient decided to have the system explanted. Doctor reportedly confirmed that there was no infection.